Manufacturer narrative:
Results: myocardial infarction. Conclusions: myocardial infarction. (B)(4).

Event description:
The patient had three endeavor drug eluting stents implanted during index procedure. Approximately 16 months post index procedure the patient suffered a mi. The event was not assessed for relatedness with device.

Event description:
It is confirmed that the stents were implanted in the lad during the index procedure.